Manufacturer narrative:
Reported event was confirmed with medical records and radiographs that were provided and reviewed by a health care professional. Review of the available radiographs identified there were three small areas of radiolucency along the acetabular component consistent with osteolysis. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02451.

Event description:
It was reported the patient participated in the (B)(6) study. The patient experienced pain and adverse local tissue reaction which led to a revision surgery approximately 7 years post implantation. It was noted the liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.